Event description:
The customer stated a pt generated erratic sodium results on the architect c8000. The initial result was 110 mmol/l. The sample was repeated per the instrument's retest rule with a value of 135 mmol/l. Qc was within range. No impact to pt management was reported.

Manufacturer narrative:
The customer stated that the sample and r1 probes were recently replaced. Age of ict probe was unk and the customer agreed to replace this part. No obvious leaking from syringes. The complaint was referred to service. The field service engineer found the ict valve tubing to be clogged/obstructed, and was replaced to resolve the issue. A review of the complaint history for architect c system (ln 01g06-01) was performed for the time period 8/1/2006 through 11/1/2007. The results of the review revealed one complaint related to the ict results in may 2007, which was resolved by flushing out the tubing. None of the other complaints related to this issue. Labeling: the abbott architect system operations manual ((pn 201837-104) june, 2007) provides the following info related to the customer's observation: section 10 troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer's issue as described in the sections below: depressed concentration - ict results entire run (c system) erratic results, poor precision - ict results (c system) this is the final report.